Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient family member that the patients implantable pulse generator (ipg) exhibited "failed battery" and family member also reported that the patient "they said" the patient "needs to come in". The ipg remains in use. No patient complications have been reported as a result of this event.